Event description:
It was reported that removal difficulty removal occurred. The target lesion was located in the mildly tortuous proximal right coronary artery (rca). After a 6fr non bsc guide catheter was engaged into the vessel, a 32 x 3.50 promus premier¿ stent was implanted. However, it was noted that the stent delivery system (sds) could not be retracted into the guide catheter. The sds was caught at the tip of the guide catheter. The physician removed everything from the patient and the procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. The stent delivery system was returned for analysis. The crimped stent was detached from balloon and not returned for analysis as the stent was placed at the lesion site. The balloon appears to have had been inflated and deflated, however it cannot be determined if the balloon was fully deflated prior to withdrawal attempts through the guide catheter. The device was received within the procedure guide catheter with the distal portion of the balloon caught inside the tip of the guide catheter. During examination, it was not possible to withdraw the device through the guide catheter, however there was no difficulty advancing the device. The directions for use (dfu) states in stent system removal - post deployment; ¿carefully pull back the stent system until the proximal balloon marker of the stent system just distal to the guide catheter distal tip. The stent system and the guide catheter should be pulled back until the tip of the guide catheter is just distal to the arterial sheath, allowing the guide catheter to straighten. Carefully retract the stent system into the guide catheter and remove the stent system and the guide catheter from the patient as a single unit while leaving the guidewire across the lesion.¿ during examination of the balloon, the balloon wall appears "twisted" indicating torsional effort was used to try and withdraw the device through the guide catheter. The balloon could not be inflated as severe damage to the mid-shaft prevented the flow of inflation fluid to the balloon chamber. A visual and tactile examination found stretching & necking to the inner wire lumen and outer shaft, distal to the port bond skive. The mid-shaft was severely kinked with the inner core wire damaged proximal to the port bond skive. This type of damage is consistent with excessive tensile & torsional force being exerted on the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).